Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing on the rv channel caused the patient to receive inappropriate anti-tachycardia pacing (atp). Further investigation was planned to determine if there was a possible external cause to the noise. This device remains in service at this time. No adverse patient effects were reported. Additional information was provided stating that the noise was due to electromagnetic interference (emi) from unrelated dermatology procedures. Further guidance was provided related to future procedures. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing on the rv channel caused the patient to receive inappropriate anti-tachycardia pacing (atp). Further investigation was planned to determine if there was a possible external cause to the noise. This device remains in service at this time. No adverse patient effects were reported.